Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that all five wires of the proximal coil were fractured at 25.2 cm from the connector pin due to clavicular crush. The distal insulation was abraded at the same location. The damage to the coil which resulted in an open circuit could have caused the reported sensing anomaly.

Event description:
It was reported that the atrial lead exhibited a sensing anomaly and was fractured. The lead was explanted and replaced.